Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was replaced for normal battery depletion (nbd) and the patient took the device home. The crt-d was later found to be beeping, due to a code 1003. Which is indicative of the battery voltage too low for the projected remaining capacity. No adverse patient effects were reported, as the device was already removed.